Event description:
MRI of the brain ordered. The diffusion sequence was a 12-direction dti performed after localizers at the beginning of the protocol. Approximately half way into the sequence, shortly after the diffusion gradients were applied, the pt's arms and legs began to visibly twitch followed by full flailing of the arms and dislodging of the pulse oximeter probe. The dti scan was aborted and service rep did a savelog before the protocol was continued. After the child was resedated, the protocol continued without the dti. A 3-direction, i.e. Dwi, was applied at the end of the protocol. In this instance there was no discernible involuntary movement nor was the child awakened by the scan. Dates of use: 2007. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped or dose reduced: yes.